Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The customer reported on behalf of the patient that she found the cannula bent on her inserted cleo 90 infusion set. The patient currently uses a 6mm cannula and feels she needs a 9mm cannula. The patient tried 4 total infusion sets before she got one to work correctly. This affected the patient's blood glucose level which elevated to 600 mg/dl and a manual injection was utilized. The customer ordered her a 9mm cannula prescription for her next order. No information on the patient's condition at this time. Please reference mdrs: 2183502-2016-01585, 2183502-2016-01586, 2183502-2016-01587. That are also associated with this complaint.